Event description:
Information received from the field notes that the patient presented in the emergency room with an intrinsic rate around 40 bpm. The device could not be interrogated and there was no magnet response. As of a transtelephonic check in december 2000, the device had not reached rrt.